Event description:
It was reported that the screen and electrocardiogram (ECG) connection were faulty. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connector was loose. As a result the connector was replaced. It was also noted that the touchscreen was damaged, there was a software error, the media bay door was damaged and the power bay assembly was damaged. (B)(4).